Event description:
Report received of an over-delivery. The customer indicated an operator error in programming the device. In 2002 at 7pm, the pump was programmed to deliver an unspecified solution at an unspecified rate on the primary line and 80ml of lipids at a rate of 18.7ml/hr on the secondary line. The next day, at 3am, the lipid container was changed and at 4am, the pump alarmed for an empty container. At this time the nurse noted the pump was delivering at a rate of 80ml/hr instead of the intended 18.7ml/hr. There was no reported adverse patient effect and no medical interventions were necessary. Though requested, no further information was available.